Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was 500 mg/dl with nausea. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they resumed pump therapy after replacement, and the pump¿s basal delivery settings were recently changed by a healthcare provider. During troubleshooting, it was reported that the pump¿s time and date reset to default when the battery was removed for less than 12 hours. This complaint is being reported because the reported health event was attributed to an alleged device issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/21/2017 with the following findings: a review of the black box showed a time date reset to default setting after a power on reset and deliveries resumed. The pump was run for 24 hours followed by the battery removed for six hours. The time/date reset to default setting after the battery was reinserted after six hours. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.